Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse was dispatched and on (B)(6) 2016 found that mechanical alignment of sample loader to sampling needle was out. Performed mechanical adjustment and ran 20 patients through analyzer. Loader and analyzer performed without error. Checked with customer on (B)(6) 2016, analyzer ran with no errors. The most probable cause of the reported event was a faulty loader mechanical alignment.

Event description:
On (B)(6) 2016, the customer reported 710 z axis error with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.